Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by the patient being very weak, having cloudy effluent which was very thick and yellow, vomiting and diarrhea. On the same day, the patient went to emergency room and was given unknown antibiotic intravenously (IV) injected into bag (dose and frequency not reported) and was sent home. On the same day, the patient began treatment with cefazolin injected into twin bag (1.5mg once daily) for the peritonitis. The patient was reported to have felt very weak and almost collapsed which resulted in them spending two more days in the emergency room. After the two days, the patient was hospitalized for one day. The antibiotic therapy was later discontinued. The patient was reported to have recovered from the peritonitis. Additional information was requested, but was not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.